Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was reported to be "the patient's caregiver was changed" (no further detail was provided). As there was no specific use error reported, the cause of the peritonitis was assessed as unknown. The peritonitis was manifested by abdominal pain, cloudy peritoneal dialysis effluent, vomiting and fever. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient started treatment for the peritonitis with cefazolin (1gm every day, duration not reported) intraperitoneally (ip) and fortum (1gm every day, duration not reported) ip. At the time of this report, the peritonitis was resolving the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The treatment drug cefazolin was also described as ajuzolin. Eleven days after peritonitis onset, the patient was treated for the peritonitis with ciprobay (0.2 jar, everyday, intraperitoneally). Twenty three days after peritonitis onset, the treatment drugs were discontinued and on the same day, the patient was discharged from the hospital. On the same day, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.